Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been available that has not yet reached manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during surgery ophthalmic backflush could not aspirate. The surgery was completed on the same day by replacing product with another one. There was no patient harm. The procedure details have been requested, but none received to date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received in its outer blister covered with the tyvek foil, showing the lot information. The inner blister which protects the instrument during shipment was not used. The instrument shows macroscopic signs of damage, namely the tube bent. There is no sign of surgery residues. The instrument was visually inspected using a photomicroscope at various magnifications. The visual inspection showed no abnormalities on the soft tip of the product. The instrument was then functionally tested regarding their aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the instrument and the aspiration as well as the irrigation works as expected for the instrument. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the damage occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer's complaint is confirmed as the instrument is damaged, but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. It cannot be determined how or where the damages to the instrument occurred. Therefore, a root cause for the customer's reported event could not be determined conclusively. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).